Event description:
It was reported that the pump was prepped for use with a conventional catheter. When the pump was connected to the catheter, it was noticed that pressure measurement was not possible. Cables were exchanged without success. As a result, the pump was not used. A new pump was used successfully. There was no report of pt death, complications or injury. No medical/surgical intervention was required. No delay or interruption in therapy was noted. The pt outcome is the pt was okay. Support was requested by a third party service organization. Additional information received on (B)(6) 2012 from teleflex (B)(4) stated that no waveform was available. Also, there was no measurable data. The display did show the arterial pressure.

Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.